Event description:
It was reported that the patient has a setscrew backout sometime post-op. No medical intervention has been reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.